Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have far r-wave oversensing, resulting in inappropriate automatic mode switch. Corrective programming changes were recommended but not yet made. The patient will continue to be monitored. No patient consequences were reported.